Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 07-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed in (B)(6) 2014. On or about (B)(6) 2014, plaintiff contacted her physician to discuss birth control options and underwent the essure procedure. On or about (B)(6) 2016, she began experiencing bladder infections and severe pain. Plaintiff went to see physician who found the essure device had migrated to the uterus and caused blood buildups. Health care professional informed her that she would need to have the essure device removed and that a complete hysterectomy was required. Plaintiff is currently waiting for her hysterectomy to be scheduled. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and around two years later she found out that essure device had migrated to the uterus. At the time of report she was waiting for her hysterectomy to be scheduled and essure removed. Partial expulsion of device is listed in the reference safety information for essure. Considering that essure inserts may move out of fallopian tubes and given the nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 05-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and around two years later she found out that essure device had migrated to the uterus. At the time of report she was waiting for her hysterectomy to be scheduled and essure removed. Partial expulsion of device is listed in the reference safety information for essure. Considering that essure inserts may move out of fallopian tubes and given the nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal will be required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation (other)"), device expulsion ("device had migrated to the uterus"), uterine haemorrhage ("hematometria (fluid collection located within the pelvis area) / essure migrated to uterus and caused blood buildup/blood trapped in uterus"), genital haemorrhage ("abnormal bleeding (general)"), kidney infection ("kidney infection") and cholecystitis chronic ("hyperdynamic biliary dyskinesla, chronic cholecystitis (laparoscopic cholecystectomy)") in a 37-year-old female patient who had essure (batch no. 894867-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding menstrual heavy, cramp in lower abdomen, anxiety, gravida ii, parity 2 ((B)(6) 2003 and (B)(6) 2008), vanishing twin syndrome, pap smear abnormal on (B)(6) 2016, colposcopy on (B)(6) 2016, loop electrosurgical excision procedure on(B)(6) 2016, acute upper respiratory tract infection, anxiety disorder, menarche, mammogram in 2008, haemorrhage nos (vaginal, menorrhagia, general), menstrual cramps, ovarian cyst and anxiety. Previously administered products included for an unreported indication: hydrocodone, fluoxetine, ibuprofen, prozac, lorazepam, oxycodone, polyethylene glycol, cephalexin and lidocaine. Past adverse reactions to the above products included hypersensitivity with hydrocodone. Concurrent conditions included ovarian cyst, body mass index normal, acute sinusitis, kidney pain, stress, uti, mesenteric adenitis, biliary dyskinesia, cholecystitis, abdominal infection, intra-abdominal abscess and biliary dyskinesia. Concomitant products included benzodiazepine derivatives (benzodiazepine), cefalexin (keflex), docusate sodium (stool softener), fluoxetine, fluoxetine hydrochloride (prozac), ibuprofen, influenza vaccines, levofloxacin (levaquin), lidocaine, macrogol 3350 (miralax), metronidazole (flagyl) and oxycodone. In 2014, the patient experienced mood swings ("mood swings"), swelling face ("allergic or hypersensitivity reaction: unspecified/my face was cherry red and swollen and hot/swelling"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia started at 6 weeks after implant"), anxiety ("anxiety"), depression ("depression"), blood disorder ("blood or heart disorder/condition"), dyspareunia ("dyspareunia (painful sexual intercourse)"), diarrhoea ("diarrhea") and urticaria ("hives"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced vaginal discharge ("vaginal discharge"), palpitations ("heart palpitations/phantom heartbeat") and abdominal distension ("bloating"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of pelvic pain ("severe pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea"), fatigue ("fatigue") and the second episode of pelvic pain ("pain"). In (B)(6) 2014, the patient experienced cystitis ("bladder infections/bladder infection /bladder or urinary problems or changes"), urinary tract infection ("uti/bladder or urinary problems or changes"), kidney infection (seriousness criterion medically significant), weight increased ("weight gain - I looked 9 months pregnant in my stomach and face. I gained about 25-30 pounds."), ovarian cyst ("ovarian cysts"), urinary incontinence ("leakage/incontinence") and skin striae ("I got stretch marks"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and uterine enlargement ("uterus enlarged"). In 2016, the patient experienced rash ("rashes or skin conditions: unspecified") and arthralgia ("pain in joints"). In (B)(6) 2016, the patient experienced pelvic fluid collection ("fluid collection located within the pelvis area infection/absce ss at vaginal cuff"), vaginal abscess ("infection/absce ss at vaginal cuff") and vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced the first episode of vulvovaginal candidiasis ("thrush"). In (B)(6) 2017, the patient experienced breast mass ("golf ball sized lump removed from breast"). On (B)(6) 2017, the patient experienced constipation ("constipation") and haemorrhoids ("hemorrhoids"). On (B)(6) 2017, the patient experienced anal fissure ("chronic anal fissure (left lateral internal sphincterotomy and excision of sentinel tags)"). On (B)(6) 2017, the patient experienced biliary dyskinesia ("hyperdynamic biliary dyskinesla, chronic cholecystitis (laparoscopic cholecystectomy)") and cholecystitis chronic (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), cardiac disorder ("blood or heart disorder/condition"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), reproductive tract disorder ("reproductive system disorder or condition"), vulvovaginal mycotic infection ("yeast infection"), abdominal pain ("abdominal pain"), abdominal pain lower ("right lower quadrant radiating to back"), post procedural fever ("I had a fever immediately after implant"), the second episode of vulvovaginal candidiasis ("thrush") and malabsorption ("malabsorption of nutrients"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy), surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, uterine haemorrhage, genital haemorrhage, cystitis, uterine enlargement, mood swings, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, kidney infection, anxiety, depression, rash, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, diarrhoea, alopecia, migraine, headache, nausea, allergy to metals, reproductive tract disorder, vaginal discharge, weight increased, ovarian cyst, pelvic fluid collection, constipation, haemorrhoids, anal fissure, biliary dyskinesia, cholecystitis chronic, vulvovaginal mycotic infection, arthralgia, vaginal infection, post procedural fever, urinary incontinence, palpitations, the last episode of vulvovaginal candidiasis, urticaria, skin striae, breast mass and malabsorption outcome was unknown, the swelling face and abdominal distension was resolving and the last episode of pelvic pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anal fissure, anxiety, arthralgia, biliary dyskinesia, blood disorder, breast mass, cardiac disorder, cholecystitis chronic, constipation, cystitis, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhoids, headache, kidney infection, malabsorption, menorrhagia, migraine, mood swings, nausea, ovarian cyst, palpitations, pelvic fluid collection, perforation, post procedural fever, rash, reproductive tract disorder, skin striae, swelling face, urinary incontinence, urinary tract infection, urticaria, uterine enlargement, uterine haemorrhage, vaginal abscess, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight increased, the first episode of pelvic pain, the first episode of vulvovaginal candidiasis, the second episode of pelvic pain and the second episode of vulvovaginal candidiasis to be related to essure. The reporter commented: according to medical records: there was a normal follicle on the right ovary, there is no evidence of inflammation or perforation from the essure device during removal procedure. She underwent gallbladder removal surgery. Current weight: 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Smear cervix - on an unknown date: abnormal on (B)(6) 2014, gynecological reports revealed anteverted homogenous uterus , no discrete fibroids seen, endometrial lining measures 13.5mm, left ovary is normal in size and appearance, right ovary is normal and appearance, right ovary is large in size with a simple cyst measures 3.9 x 3-3 x4.3cm vascular flow is noted to both ovaries and no free fluid seen on an unspecified date, ultrasound pelvic endo vaginally revealed 1. Anteverted,homogeneous uterus, no discrete fibroids seen. A cystic space is seen in right cornua measuring 1.0 x 0.4 x 0.8 cm 2. Endometrial lining is ill-defined, consistent with ablation measuring 5.0 mm essure coils seen in expected locations 3. Right ovary is normal in size and appearance 4. Left ovary is large in size with two cysts seen (a) simple 2.5 x 2.0 x 2.0 cm (b) mildly echogenic with septations 2.1 x 2.0 x 2.0 cm 5. Trace of free fluid seen. On (B)(6) 2014, gynecological reports revealed that heterogeneous anteverted uterus endometrial cavity measures 7.2 mm with no increased vascularity the right ovary contains a 1.3 x .7 x .9cm cyst with some low level echoes. No increased vascularity. The left ovary contained a 1.1 x .9 x .8cm thick walled complex cyst with minimal peripheral vascularity. No adnexal masses or free fluid seen at this time. On (B)(6) 2014, hysterosalpingogram revealed normal uterine cavity identified, bilateral devices observed in fallopian tube demonstrating appropriate placement and satisfactory tubal occlusion noted tubes blocked. On (B)(6) 2014, pathology test revealed diagnosis-endometrium (biopsies) fragments of nonophasic endometrium associated with stromal features consistent with exogenous hormone effect. No inflammatory infiltrate identified. Negative for endometrial hyperplasia and malignant neoplasm. On (B)(6) 2016, pathology test revealed uterus with bilateral fallopian tubes (hysterectomy, bilateral salpingectomy): features suggestive of endometrial ablation. Unremarkable cervix. Unremarkable right and left fallopian tubes. Gross description: received in formalin is a hysterectomy, bilateral salpingectomy specimen. The uterus has a defect continuous with the uterine cavity measuring 4 cm in maximum dimension. Additionally received is a complimentary portion of uterus consistent with having been removed from the main specimen. The uterus has a combined weight of 860 grams. The serosal surfaces are tan and smooth. The exocervix measures 2.5 cm in diameter and has a tan smooth mucosa and central 0.8 cm in maximum dimension oval cervical os. Opening the specimen reveals a uterine cavity measuring 1 x 2 cm. The endocervix measures 3 cm in length and shows no discrete lesions. The myometrium measures up to 1.6 cm in thickness and shows no discrete lesions. The portion of endometrium associated with the removed portion of uterus is also tan and smooth and no myometrial lesions are identified. The right fallopian tube measures 5 x 0.4 cm and has a smooth external surface and fimbriated end. The left fallopian tube measures 5 x oa cm and has a smooth external surface and fimbriated end. Representative sections submitted as follows: al) anterior endocervix; a2) posterior endocervix; a3-a5) anterior uterine corpus; a6-a8) posterior uterine corpus; a9) right fallopian tube; a10) left fallopian tube. Gc/db CT abdomen and pelvis revealed abscess at the apex of the vaginal cuff. On (B)(6) 2016, summary reports revealed discharge diagnosis-1. Enterococcus fecalis pelvic abscess. Postprocedure s/p recent hysterectomy on 9/9/16 s/p ir drainage, transaminitis likely secondary to penicillin¿s, improving diarrhea, negative for c difficile. On (B)(6) 2017, CT the abdomen adn pelvis revealed ruc/ tenderness, intermittent crampy pain for 2 weeks. Unremarkable abdominal ultrasound. On (B)(6) 2017, radiology report revealed following administration of radiotracer, dynamic imaging of the liver was performed. There is uniform radiotracer activity noted in the liver. Activity is identified within the biliary passages with ()pacification of gallbladder. Subsequently, activity is also noted within the small bowel loops. Following administration of cck, the estimated ejection fraction is 93 v. (Normal 50%), impression: no evidence for cystic duct obstruction. Estimated gallbladder ejection fraction 93% which is normal. On (B)(6) 2017, pathology test revealed gallbladder, cholecystectomy. Hyperdynamic biliary dyskinesia. Gross description: received is a previously opened gallbladder measuring 6.5 cm x 2.5 cm. The serosa is greenish tan, smooth and glistening. The hepatic bed is opened along the tail but is otherwise unremarkable. No discrete stones are identified within the gallbladder lumen or in the specimen container. The mucosa is a mottled reddish green and velvety. The delicate lumen wall is up to 4 mm in thickness, 14o other discrete lesions are identified. Representative sections are submitted in al. CT scan abdomen pelvis was obtained without oral or IV contrast there were no prior studies for comparison. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain,vaginal discharge, perforation, genital bleeding, rash and cystitis, pelvic pain, abdominal pain, acute uti, diarrhea, mesenteric adenitis, nausea . Most recent follow-up information incorporated above includes: on 14-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation (other)"), device expulsion ("device had migrated to the uterus"), uterine haemorrhage ("hematometria (fluid collection located within the pelvis area) / essure migrated to uterus and caused blood buildup/blood trapped in uterus"), genital haemorrhage ("abnormal bleeding (general)"), kidney infection ("kidney infection") and cholecystitis chronic ("hyperdynamic biliary dyskinesla, chronic cholecystitis (laparoscopic cholecystectomy)") in a 37-year-old female patient who had essure (batch no. 894867-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy, cramp in lower abdomen, anxiety, gravida ii, parity 2 ((B)(6) 2003 and (B)(6) 2008), vanishing twin syndrome, pap smear abnormal on (B)(6) 2016, colposcopy on (B)(6) 2016, loop electrosurgical excision procedure on (B)(6) 2016, acute upper respiratory tract infection, anxiety disorder, menarche, mammogram in 2008, haemorrhage nos (vaginal, menorrhagia, general), menstrual cramps, ovarian cyst and anxiety. On (B)(6) 2016, summary reports revealed discharge diagnosis-1. Enterococcus fecalis pelvic abscess. Postprocedure s/p recent hysterectomy on (B)(6) 2016 s/p ir drainage, transaminitis likely secondary to penicillin¿s, improving diarrhea, negative for c difficile. On (B)(6) 2017, radiology report revealed following administration of radiotracer, dynamic imaging of the liver was performed. There is uniform radiotracer activity noted in the liver. Activity is identified within the biliary passages with ()pacification of gallbladder. Subsequently, activity is also noted within the small bowel loops. Following administration of cck, the estimated ejection fraction is 93 v. (Normal 50%), impression: no evidence for cystic duct obstruction. Estimated gallbladder ejection fraction 93% which is normal. Previously administered products included for an unreported indication: hydrocodone, fluoxetine, ibuprofen, prozac, lorazepam, oxycodone, polyethylene glycol, cephalexin and lidocaine. Past adverse reactions to the above products included hypersensitivity with hydrocodone. Concurrent conditions included ovarian cyst, body mass index normal, acute sinusitis, kidney pain, stress, uti, mesenteric adenitis, biliary dyskinesia, cholecystitis, abdominal infection, intra-abdominal abscess, biliary dyskinesia and nickel sensitivity. Concomitant products included benzodiazepine derivatives, cefalexin (keflex), docusate sodium (stool softener), fluoxetine, fluoxetine hydrochloride (prozac), ibuprofen, influenza vaccines, levofloxacin (levaquin), lidocaine, loperamide hydrochloride (imodium) since 2014, macrogol 3350 (miralax), metronidazole (flagyl), ondansetron since 2014, oxycodone, paracetamol (tylenol regular) since 2016 and pheniramine maleate (avil) since 2014. In 2014, the patient experienced anxiety ("anxiety"), depression ("depression"), alopecia ("hair loss") and urticaria ("hives"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), palpitations ("blood or heart disorder/condition type: phantom heartbeat; heart palpation") and abdominal distension ("bloating"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of pelvic pain ("severe pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea"), fatigue ("fatigue"), the second episode of pelvic pain ("pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("right lower quadrant radiating to back"). In (B)(6) 2014, the patient experienced cystitis ("bladder infections/bladder infection /bladder or urinary problems or changes"), mood swings ("mood swings"), swelling face ("allergic or hypersensitivity reaction: unspecified/my face was cherry red and swollen and hot/swelling"), urinary tract infection ("uti/bladder or urinary problems or changes"), kidney infection (seriousness criterion medically significant), diarrhoea ("diarrhea"), ovarian cyst ("ovarian cysts"), vulvovaginal mycotic infection ("yeast infection"), post procedural fever ("I had a fever immediately after implant"), urinary incontinence ("leakage/incontinence") and skin striae ("I got stretch marks") and was found to have weight increased ("weight gain - I looked 9 months pregnant in my stomach and face. I gained about 25-30 pounds."). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia started at 6 weeks after implant"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and uterine enlargement ("uterus enlarged"). In 2016, the patient experienced rash ("rashes or skin conditions: unspecified") and arthralgia ("pain in joints"). In (B)(6) 2016, the patient experienced pelvic fluid collection ("fluid collection located within the pelvis area infection/absce ss at vaginal cuff"), vaginal abscess ("infection/absce ss at vaginal cuff") and vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced the first episode of vulvovaginal candidiasis ("thrush"). In (B)(6) 2017, the patient experienced breast mass ("golf ball sized lump removed from breast"). On (B)(6) 2017, the patient experienced constipation ("constipation") and haemorrhoids ("hemorrhoids"). On (B)(6) 2017, the patient experienced anal fissure ("chronic anal fissure (left lateral internal sphincterotomy and excision of sentinel tags)"). On (B)(6) 2017, the patient experienced biliary dyskinesia ("hyperdynamic biliary dyskinesla, chronic cholecystitis (laparoscopic cholecystectomy)") and cholecystitis chronic (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced osteoporosis ("brittle bones"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), reproductive tract disorder ("reproductive system disorder or condition"), the second episode of vulvovaginal candidiasis ("thrush"), malabsorption ("malabsorption of nutrients"), fibromyalgia ("fibromyalgia") and hypertension ("high blood pressure"). The patient was treated with surgery (ablation, laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, uterine haemorrhage, genital haemorrhage, cystitis, uterine enlargement, mood swings, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, kidney infection, anxiety, depression, rash, dysmenorrhoea, dyspareunia, fatigue, diarrhoea, alopecia, migraine, headache, nausea, allergy to metals, reproductive tract disorder, vaginal discharge, weight increased, ovarian cyst, pelvic fluid collection, constipation, haemorrhoids, anal fissure, biliary dyskinesia, cholecystitis chronic, vulvovaginal mycotic infection, vaginal infection, post procedural fever, urinary incontinence, palpitations, the last episode of vulvovaginal candidiasis, urticaria, skin striae, breast mass, malabsorption, fibromyalgia, osteoporosis and hypertension outcome was unknown, the swelling face, arthralgia and abdominal distension was resolving and the last episode of pelvic pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anal fissure, anxiety, arthralgia, biliary dyskinesia, breast mass, cholecystitis chronic, constipation, cystitis, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, haemorrhoids, headache, hypertension, kidney infection, malabsorption, menorrhagia, migraine, mood swings, nausea, osteoporosis, ovarian cyst, palpitations, pelvic fluid collection, perforation, post procedural fever, rash, reproductive tract disorder, skin striae, swelling face, urinary incontinence, urinary tract infection, urticaria, uterine enlargement, uterine haemorrhage, vaginal abscess, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight increased, the first episode of pelvic pain, the first episode of vulvovaginal candidiasis, the second episode of pelvic pain and the second episode of vulvovaginal candidiasis to be related to essure. The reporter commented: according to medical records: there was a normal follicle on the right ovary, there is no evidence of inflammation or perforation from the essure device during removal procedure. She underwent gallbladder removal surgery. Current weight: 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Computerised tomogram abdomen - on an unknown date: CT scan abdomen pelvis was obtained without oral or IV contrast there were no prior studies for comparison.; on (B)(6) 2017: CT the abdomen adn pelvis revealed ruc/ tenderness, intermittent crampy pain for 2 weeks. Unremarkable abdominal ultrasound. Gynaecological examination - on (B)(6) 2014: anteverted homogenous uterus , no discrete fibroids seen, endometrial lining measures 13.5mm, left ovary is normal in size and appearance, right ovary is normal and appearance, right ovary is large in size with a simple cyst measures 3.9 x 3-3 x4.3cm vascular flow is noted to both ovaries and no free fluid seen; on (B)(6) 2014: gynecological reports revealed that heterogeneous anteverted uterus endometrial cavity measures 7.2 mm with no increased vascularity the right ovary contains a 1.3 x .7 x .9cm cyst with some low level echoes. No increased vascularity. The left ovary contained a 1.1 x .9 x .8cm thick walled complex cyst with minimal peripheral vascularity. No adnexal masses or free fluid seen at this time.. Hysterosalpingogram - on (B)(6) 2014: hysterosalpingogram revealed normal uterine cavity identified, bilateral devices observed in fallopian tube demonstrating appropriate placement and satisfactory tubal occlusion noted tubes blocked.; on (B)(6) 2014: results: total bilateral occlusion.. Smear cervix - on an unknown date: results: abnormal. Ultrasound pelvis - on (B)(6) 2014: 1. Anteverted,homogeneous uterus, no discrete fibroids seen. A cystic space is seen in right cornua measuring 1.0 x 0.4 x 0.8 cm 2. Endometrial lining is ill-defined, consistent with ablation measuring 5.0 mm essure coils seen in expected locations 3. Right ovary is normal in size and appearance 4. Left ovary is large in size with two cysts seen (a) simple 2.5 x 2.0 x 2.0 cm (b) mildly echogenic with septations 2.1 x 2.0 x 2.0 cm 5. Trace of free fluid seen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain,vaginal discharge, perforation, genital bleeding, rash and cystitis, pelvic pain, abdominal pain, acute uti, diarrhea, mesenteric adenitis, nausea. Most recent follow-up information incorporated above includes: on 13-nov-2018: pfs received. Following events were added: fibromyalgia, brittle bones and high blood pressure. Event onset dates were updated. Event outcome added for pain in joints. Event deleted: blood or heart disorder/condition and blood or heart disorder/condition. Lab data added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other)'), device expulsion ('device had migrated to the uterus'), uterine haemorrhage ('hematometria (fluid collection located within the pelvis area) / essure migrated to uterus and caused blood buildup/blood trapped in uterus'), genital haemorrhage ('abnormal bleeding (general)'), cholecystitis chronic ('hyperdynamic biliary dyskinesla, chronic cholecystitis (laparoscopic cholecystectomy)'), kidney infection ('kidney infection'), polyarthritis ('polyarthritis') and neuropathy peripheral ('neuropathy') in a 37-year-old female patient who had essure (batch no. 894867-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal on (B)(6) 2016, colposcopy on (B)(6) 2016, loop electrosurgical excision procedure on (B)(6) 2016, mammogram in 2008, bleeding menstrual heavy, cramp in lower abdomen, anxiety, gravida ii, parity 2 ((B)(6) 2003 and (B)(6) 2008), vanishing twin syndrome, acute upper respiratory tract infection, anxiety disorder, menarche, haemorrhage nos (vaginal, menorrhagia, general), menstrual cramps, ovarian cyst and anxiety. On (B)(6) 2016, summary reports revealed discharge diagnosis-1. Enterococcus fecalis pelvic abscess. Postprocedure s/p recent hysterectomy on 9/9/16 s/p ir drainage, transaminitis likely secondary to penicillin¿s, improving diarrhea, negative for c difficile. On (B)(6) 2017, radiology report revealed following administration of radiotracer, dynamic imaging of the liver was performed. There is uniform radiotracer activity noted in the liver. Activity is identified within the biliary passages with ()pacification of gallbladder. Subsequently, activity is also noted within the small bowel loops. Following administration of cck, the estimated ejection fraction is 93 v. (Normal 50%), impression: no evidence for cystic duct obstruction. Estimated gallbladder ejection fraction 93% which is normal. Previously administered products included for an unreported indication: hydrocodone, fluoxetine, ibuprofen, prozac, lorazepam, oxycodone, polyethylene glycol, cephalexin and lidocaine. Past adverse reactions to the above products included hypersensitivity with hydrocodone. Concurrent conditions included ovarian cyst, body mass index normal, acute sinusitis, kidney pain, stress, uti, mesenteric adenitis, biliary dyskinesia, cholecystitis, abdominal infection, intra-abdominal abscess, biliary dyskinesia and nickel sensitivity. Concomitant products included antibiotics, benzodiazepine derivatives, cefalexin (keflex), docusate sodium (stool softener), fluoxetine, fluoxetine hydrochloride (prozac), ibuprofen, influenza vaccines, levofloxacin (levaquin), lidocaine, loperamide hydrochloride (imodium) since 2014, macrogol 3350 (miralax), ondansetron since 2014, oxycodone, paracetamol (tylenol regular) since 2016 and pheniramine since 2014. In 2014, the patient experienced anxiety ("anxiety"), depression ("depression"), alopecia ("hair loss") and urticaria ("hives"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), palpitations ("blood or heart disorder/condition type: phantom heartbeat; heart palpation") and abdominal distension ("bloating"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of pelvic pain ("severe pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea"), fatigue ("fatigue"), the second episode of pelvic pain ("pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("right lower quadrant radiating to back"). In (B)(6) 2014, the patient experienced kidney infection (seriousness criterion medically significant), cystitis ("bladder infections/bladder infection /bladder or urinary problems or changes"), mood swings ("mood swings"), swelling face ("allergic or hypersensitivity reaction: unspecified/my face was cherry red and swollen and hot/swelling"), urinary tract infection ("uti/bladder or urinary problems or changes"), diarrhoea ("diarrhea"), ovarian cyst ("ovarian cysts"), vulvovaginal mycotic infection ("yeast infection"), post procedural fever ("I had a fever immediately after implant"), urinary incontinence ("leakage/incontinence") and skin striae ("I got stretch marks") and was found to have weight increased ("weight gain - I looked 9 months pregnant in my stomach and face. I gained about 25-30 pounds."). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia started at 6 weeks after implant"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and uterine enlargement ("uterus enlarged"). In 2016, the patient experienced rash ("rashes or skin conditions: unspecified") and arthralgia ("pain in joints"). In (B)(6) 2016, the patient experienced pelvic fluid collection ("fluid collection located within the pelvis area infection/absce ss at vaginal cuff"), vaginal abscess ("infection/absce ss at vaginal cuff") and vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced the first episode of vulvovaginal candidiasis ("thrush"). In (B)(6) 2017, the patient experienced breast mass ("golf ball sized lump removed from breast"). On (B)(6) 2017, the patient experienced constipation ("constipation") and haemorrhoids ("hemorrhoids"). On (B)(6) 2017, the patient experienced anal fissure ("chronic anal fissure (left lateral internal sphincterotomy and excision of sentinel tags)"). On (B)(6) 2017, the patient experienced cholecystitis chronic (seriousness criterion medically significant) and biliary dyskinesia ("hyperdynamic biliary dyskinesla, chronic cholecystitis (laparoscopic cholecystectomy)"). In (B)(6) 2018, the patient experienced osteoporosis ("brittle bones"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), polyarthritis (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), reproductive tract disorder ("reproductive system disorder or condition"), the second episode of vulvovaginal candidiasis ("thrush"), malabsorption ("malabsorption of nutrients"), fibromyalgia ("fibromyalgia") and hypertension ("high blood pressure"). The patient was treated with aripiprazole (abilify), duloxetine hydrochloride (cymbalta), etodolac, gabapentin, lorazepam and surgery (ablation, laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, uterine haemorrhage, genital haemorrhage, cholecystitis chronic, kidney infection, polyarthritis, neuropathy peripheral, cystitis, uterine enlargement, mood swings, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, anxiety, depression, rash, dysmenorrhoea, dyspareunia, fatigue, diarrhoea, alopecia, migraine, headache, nausea, allergy to metals, reproductive tract disorder, vaginal discharge, weight increased, ovarian cyst, pelvic fluid collection, constipation, haemorrhoids, anal fissure, biliary dyskinesia, vulvovaginal mycotic infection, vaginal infection, post procedural fever, urinary incontinence, palpitations, the last episode of vulvovaginal candidiasis, urticaria, skin striae, breast mass, malabsorption, fibromyalgia, osteoporosis and hypertension outcome was unknown, the swelling face, arthralgia and abdominal distension was resolving and the last episode of pelvic pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anal fissure, anxiety, arthralgia, biliary dyskinesia, breast mass, cholecystitis chronic, constipation, cystitis, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, haemorrhoids, headache, hypertension, kidney infection, malabsorption, menorrhagia, migraine, mood swings, nausea, neuropathy peripheral, osteoporosis, ovarian cyst, palpitations, pelvic fluid collection, polyarthritis, post procedural fever, rash, reproductive tract disorder, skin striae, swelling face, urinary incontinence, urinary tract infection, urticaria, uterine enlargement, uterine haemorrhage, uterine perforation, vaginal abscess, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight increased, the first episode of pelvic pain, the first episode of vulvovaginal candidiasis, the second episode of pelvic pain and the second episode of vulvovaginal candidiasis to be related to essure. The reporter commented: according to medical records: there was a normal follicle on the right ovary, there is no evidence of inflammation or perforation from the essure device during removal procedure. She underwent gallbladder removal surgery. Current weight: 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Computerised tomogram abdomen - on an unknown date: CT scan abdomen pelvis was obtained without oral or IV contrast there were no prior studies for comparison.; on (B)(6) 2017: CT the abdomen adn pelvis revealed ruc/ tenderness, intermittent crampy pain for 2 weeks. Unremarkable abdominal ultrasound. Gynaecological examination - on (B)(6) 2014: anteverted homogenous uterus , no discrete fibroids seen, endometrial lining measures 13.5mm, left ovary is normal in size and appearance, right ovary is normal and appearance, right ovary is large in size with a simple cyst measures 3.9 x 3-3 x4.3cm vascular flow is noted to both ovaries and no free fluid seen; on (B)(6) 2014: gynecological reports revealed that heterogeneous anteverted uterus endometrial cavity measures 7.2 mm with no increased vascularity the right ovary contains a 1.3 x .7 x .9cm cyst with some low level echoes. No increased vascularity. The left ovary contained a 1.1 x .9 x .8cm thick walled complex cyst with minimal peripheral vascularity. No adnexal masses or free fluid seen at this time.. Hysterosalpingogram - on (B)(6) 2014: hysterosalpingogram revealed normal uterine cavity identified, bilateral devices observed in fallopian tube demonstrating appropriate placement and satisfactory tubal occlusion noted tubes blocked.; on (B)(6) 2014: results: total bilateral occlusion.. Smear cervix - on an unknown date: results: abnormal. Ultrasound pelvis - on (B)(6) 2014: 1. Anteverted,homogeneous uterus, no discrete fibroids seen. A cystic space is seen in right cornua measuring 1.0 x 0.4 x 0.8 cm 2. Endometrial lining is ill-defined, consistent with ablation measuring 5.0 mm essure coils seen in expected locations 3. Right ovary is normal in size and appearance 4. Left ovary is large in size with two cysts seen (a) simple 2.5 x 2.0 x 2.0 cm (b) mildly echogenic with septations 2.1 x 2.0 x 2.0 cm 5. Trace of free fluid seen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain,vaginal discharge, perforation, genital bleeding, rash and cystitis, pelvic pain, abdominal pain, acute uti, diarrhea, mesenteric adenitis, nausea . Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received. Events added: polyarthritis and neuropathy. Treatment drugs added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other)'), device expulsion ('device had migrated to the uterus'), uterine haemorrhage ('hematometria (fluid collection located within the pelvis area) / essure migrated to uterus and caused blood buildup/blood trapped in uterus') and genital haemorrhage ('abnormal bleeding (general)') in a 37-year-old female patient who had essure (batch no. 894867-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal on (B)(6) 2016, colposcopy on (B)(6) 2016, loop electrosurgical excision procedure on (B)(6) 2016, mammogram in 2008, bleeding menstrual heavy, cramp in lower abdomen, anxiety, gravida ii, parity 2 ((B)(6) 2003 and (B)(6) 2008), vanishing twin syndrome, acute upper respiratory tract infection, anxiety disorder, menarche, haemorrhage nos (vaginal, menorrhagia, general), menstrual cramps, ovarian cyst and anxiety. On (B)(6) 2016, summary reports revealed discharge diagnosis-1. Enterococcus fecalis pelvic abscess. Postprocedure s/p recent hysterectomy on (B)(6) 16 s/p ir drainage, transaminitis likely secondary to penicillin¿s, improving diarrhea, negative for c difficile. On (B)(6) 2017, radiology report revealed following administration of radiotracer, dynamic imaging of the liver was performed. There is uniform radiotracer activity noted in the liver. Activity is identified within the biliary passages with ()pacification of gallbladder. Subsequently, activity is also noted within the small bowel loops. Following administration of cck, the estimated ejection fraction is 93 v. (Normal 50%), impression: no evidence for cystic duct obstruction. Estimated gallbladder ejection fraction 93% which is normal. Previously administered products included for an unreported indication: hydrocodone, fluoxetine, ibuprofen, prozac, lorazepam, oxycodone, polyethylene glycol, cephalexin and lidocaine. Past adverse reactions to the above products included hypersensitivity with hydrocodone. Concurrent conditions included ovarian cyst, body mass index normal, acute sinusitis, kidney pain, stress, uti, mesenteric adenitis, biliary dyskinesia, cholecystitis, abdominal infection, intra-abdominal abscess, biliary dyskinesia and nickel sensitivity. Concomitant products included antibiotics, benzodiazepine derivatives, cefalexin (keflex), docusate sodium (stool softener), fluoxetine, fluoxetine hydrochloride (prozac), ibuprofen, influenza vaccines, levofloxacin (levaquin), lidocaine, loperamide hydrochloride (imodium) since 2014, macrogol 3350 (miralax), ondansetron since 2014, oxycodone, paracetamol (tylenol regular) since 2016 and pheniramine since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), palpitations ("blood or heart disorder/condition type: phantom heartbeat; heart palpation") and abdominal distension ("bloating"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of pelvic pain ("severe pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea"), fatigue ("fatigue"), the second episode of pelvic pain ("pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("right lower quadrant radiating to back"). In (B)(6) 2014, the patient experienced kidney infection ("kidney infection"), cystitis ("bladder infections/bladder infection /bladder or urinary problems or changes"), mood swings ("mood swings"), swelling face ("allergic or hypersensitivity reaction: unspecified/my face was cherry red and swollen and hot/swelling"), urinary tract infection ("uti/bladder or urinary problems or changes"), diarrhoea ("diarrhea"), ovarian cyst ("ovarian cysts"), vulvovaginal mycotic infection ("yeast infection"), post procedural fever ("I had a fever immediately after implant"), urinary incontinence ("leakage/incontinence") and skin striae ("I got stretch marks") and was found to have weight increased ("weight gain - I looked 9 months pregnant in my stomach and face. I gained about 25-30 pounds."). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia started at 6 weeks after implant"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and uterine enlargement ("uterus enlarged"). In 2016, the patient experienced rash ("rashes or skin conditions: unspecified") and arthralgia ("pain in joints"). In (B)(6) 2016, the patient experienced pelvic fluid collection ("fluid collection located within the pelvis area infection/absce ss at vaginal cuff"), vaginal abscess ("infection/absce ss at vaginal cuff") and vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced the first episode of vulvovaginal candidiasis ("thrush"). In (B)(6) 2017, the patient experienced breast mass ("golf ball sized lump removed from breast"). On (B)(6) 2017, the patient experienced constipation ("constipation") and haemorrhoids ("hemorrhoids"). On (B)(6) 2017, the patient experienced anal fissure ("chronic anal fissure (left lateral internal sphincterotomy and excision of sentinel tags)"). On (B)(6) 2017, the patient experienced cholecystitis chronic ("hyperdynamic biliary dyskinesla, chronic cholecystitis (laparoscopic cholecystectomy)") and biliary dyskinesia ("hyperdynamic biliary dyskinesla, chronic cholecystitis (laparoscopic cholecystectomy)"). In (B)(6) 2018, the patient experienced osteoporosis ("brittle bones"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), polyarthritis ("polyarthritis"), neuropathy peripheral ("neuropathy"), anxiety ("anxiety"), depression ("depression"), alopecia ("hair loss"), reproductive tract disorder ("reproductive system disorder or condition"), the second episode of vulvovaginal candidiasis ("thrush"), urticaria ("hives"), malabsorption ("malabsorption of nutrients"), fibromyalgia ("fibromyalgia"), hypertension ("high blood pressure") and sepsis ("sepsis"). The patient was treated with aripiprazole (abilify), duloxetine hydrochloride (cymbalta), etodolac, gabapentin, lorazepam and surgery (ablation, laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, uterine haemorrhage, genital haemorrhage, cholecystitis chronic, kidney infection, polyarthritis, neuropathy peripheral, cystitis, uterine enlargement, mood swings, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, anxiety, depression, rash, dysmenorrhoea, dyspareunia, fatigue, diarrhoea, alopecia, migraine, headache, nausea, allergy to metals, reproductive tract disorder, vaginal discharge, weight increased, ovarian cyst, pelvic fluid collection, constipation, haemorrhoids, anal fissure, biliary dyskinesia, vulvovaginal mycotic infection, vaginal infection, post procedural fever, urinary incontinence, palpitations, the last episode of vulvovaginal candidiasis, urticaria, skin striae, breast mass, malabsorption, fibromyalgia, osteoporosis, hypertension and sepsis outcome was unknown, the swelling face, arthralgia and abdominal distension was resolving and the last episode of pelvic pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anal fissure, anxiety, arthralgia, biliary dyskinesia, breast mass, cholecystitis chronic, constipation, cystitis, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, haemorrhoids, headache, hypertension, kidney infection, malabsorption, menorrhagia, migraine, mood swings, nausea, neuropathy peripheral, osteoporosis, ovarian cyst, palpitations, pelvic fluid collection, polyarthritis, post procedural fever, rash, reproductive tract disorder, sepsis, skin striae, swelling face, urinary incontinence, urinary tract infection, urticaria, uterine enlargement, uterine haemorrhage, uterine perforation, vaginal abscess, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight increased, the first episode of pelvic pain, the first episode of vulvovaginal candidiasis, the second episode of pelvic pain and the second episode of vulvovaginal candidiasis to be related to essure. The reporter commented: according to medical records: there was a normal follicle on the right ovary, there is no evidence of inflammation or perforation from the essure device during removal procedure. She underwent gallbladder removal surgery. Current weight: 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Computerised tomogram abdomen - on an unknown date: CT scan abdomen pelvis was obtained without oral or IV contrast there were no prior studies for comparison.; on (B)(6) 2017: CT the abdomen adn pelvis revealed ruc/ tenderness, intermittent crampy pain for 2 weeks. Unremarkable abdominal ultrasound. Gynaecological examination - on (B)(6)2014: anteverted homogenous uterus , no discrete fibroids seen, endometrial lining measures 13.5mm, left ovary is normal in size and appearance, right ovary is normal and appearance, right ovary is large in size with a simple cyst measures 3.9 x 3-3 x4.3cm vascular flow is noted to both ovaries and no free fluid seen; on (B)(6) 2014: gynecological reports revealed that heterogeneous anteverted uterus endometrial cavity measures 7.2 mm with no increased vascularity the right ovary contains a 1.3 x .7 x .9cm cyst with some low level echoes. No increased vascularity. The left ovary contained a 1.1 x .9 x .8cm thick walled complex cyst with minimal peripheral vascularity. No adnexal masses or free fluid seen at this time.. Hysterosalpingogram - on (B)(6) 2014: hysterosalpingogram revealed normal uterine cavity identified, bilateral devices observed in fallopian tube demonstrating appropriate placement and satisfactory tubal occlusion noted tubes blocked.; on (B)(6) 2014: results: total bilateral occlusion.. Smear cervix - on an unknown date: results: abnormal. Ultrasound pelvis - on (B)(6) 2014: anteverted,homogeneous uterus, no discrete fibroids seen. A cystic space is seen in right cornua measuring 1.0 x 0.4 x 0.8 cm. Endometrial lining is ill-defined, consistent with ablation measuring 5.0 mm essure coils seen in expected locations. Right ovary is normal in size and appearance. Left ovary is large in size with two cysts seen (a) simple 2.5 x 2.0 x 2.0 cm (b) mildly echogenic with septations 2.1 x 2.0 x 2.0 cm 5. Trace of free fluid seen.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain,vaginal discharge, perforation, genital bleeding, rash and cystitis, pelvic pain, abdominal pain, acute uti, diarrhea, mesenteric adenitis, nausea most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received reporter information and new event added sepsis was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other)'), device expulsion ('device had migrated to the uterus'), uterine haemorrhage ('hematometria (fluid collection located within the pelvis area) / essure migrated to uterus and caused blood buildup/blood trapped in uterus') and genital haemorrhage ('abnormal bleeding (general)') in a 37-year-old female patient who had essure (batch no. 894867-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal on (B)(6) 2016, colposcopy on(B)(6) 2016, loop electrosurgical excision procedure on(B)(6) 2016, mammogram in 2008, bleeding menstrual heavy, cramp in lower abdomen, anxiety, gravida ii, parity 2 ((B)(6) 2003 and (B)(6) 2008), vanishing twin syndrome, acute upper respiratory tract infection, anxiety disorder, menarche, haemorrhage nos (vaginal, menorrhagia, general), menstrual cramps, ovarian cyst and anxiety. On (B)(6) 2016, summary reports revealed discharge diagnosis-1. Enterococcus fecalis pelvic abscess. Postprocedure s/p recent hysterectomy on (B)(6) 2016 s/p ir drainage, transaminitis likely secondary to penicillin¿s, improving diarrhea, negative for c difficile. On (B)(6) 2017, radiology report revealed following administration of radiotracer, dynamic imaging of the liver was performed. There is uniform radiotracer activity noted in the liver. Activity is identified within the biliary passages with ()pacification of gallbladder. Subsequently, activity is also noted within the small bowel loops. Following administration of cck, the estimated ejection fraction is 93 v. (Normal 50%), impression: no evidence for cystic duct obstruction. Estimated gallbladder ejection fraction 93% which is normal. Previously administered products included for an unreported indication: hydrocodone, fluoxetine, ibuprofen, prozac, lorazepam, oxycodone, polyethylene glycol, cephalexin and lidocaine. Past adverse reactions to the above products included hypersensitivity with hydrocodone. Concurrent conditions included ovarian cyst, body mass index normal, acute sinusitis, kidney pain, stress, uti, mesenteric adenitis, biliary dyskinesia, cholecystitis, abdominal infection, intra-abdominal abscess, biliary dyskinesia and nickel sensitivity. Concomitant products included antibiotics, benzodiazepine derivatives, cefalexin (keflex), docusate sodium (stool softener), fluoxetine, fluoxetine hydrochloride (prozac), ibuprofen, influenza vaccines, levofloxacin (levaquin), lidocaine, loperamide hydrochloride (imodium) since 2014, macrogol 3350 (miralax), ondansetron since 2014, oxycodone, paracetamol (tylenol regular) since 2016 and pheniramine since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), palpitations ("blood or heart disorder/condition type: phantom heartbeat; heart palpation") and abdominal distension ("bloating"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of pelvic pain ("severe pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea"), fatigue ("fatigue"), the second episode of pelvic pain ("pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("right lower quadrant radiating to back"). In (B)(6) 2014, the patient experienced kidney infection ("kidney infection"), cystitis ("bladder infections/bladder infection /bladder or urinary problems or changes"), mood swings ("mood swings"), swelling face ("allergic or hypersensitivity reaction: unspecified/my face was cherry red and swollen and hot/swelling"), urinary tract infection ("uti/bladder or urinary problems or changes"), diarrhoea ("diarrhea"), ovarian cyst ("ovarian cysts"), vulvovaginal mycotic infection ("yeast infection"), post procedural fever ("I had a fever immediately after implant"), urinary incontinence ("leakage/incontinence") and skin striae ("I got stretch marks") and was found to have weight increased ("weight gain - I looked 9 months pregnant in my stomach and face. I gained about 25-30 pounds."). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia started at 6 weeks after implant"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and uterine enlargement ("uterus enlarged"). In 2016, the patient experienced rash ("rashes or skin conditions: unspecified") and arthralgia ("pain in joints"). In (B)(6) 2016, the patient experienced pelvic fluid collection ("fluid collection located within the pelvis area infection/absce ss at vaginal cuff"), vaginal abscess ("infection/absce ss at vaginal cuff") and vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced the first episode of vulvovaginal candidiasis ("thrush"). In (B)(6) 2017, the patient experienced breast mass ("golf ball sized lump removed from breast"). On (B)(6) 2017, the patient experienced constipation ("constipation") and haemorrhoids ("hemorrhoids"). On (B)(6) 2017, the patient experienced anal fissure ("chronic anal fissure (left lateral internal sphincterotomy and excision of sentinel tags)"). On (B)(6) 2017, the patient experienced cholecystitis chronic ("hyperdynamic biliary dyskinesla, chronic cholecystitis (laparoscopic cholecystectomy)") and biliary dyskinesia ("hyperdynamic biliary dyskinesla, chronic cholecystitis (laparoscopic cholecystectomy)"). In (B)(6) 2018, the patient experienced osteoporosis ("brittle bones"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), polyarthritis ("polyarthritis"), neuropathy peripheral ("neuropathy"), anxiety ("anxiety"), depression ("depression"), alopecia ("hair loss"), reproductive tract disorder ("reproductive system disorder or condition"), the second episode of vulvovaginal candidiasis ("thrush"), urticaria ("hives"), malabsorption ("malabsorption of nutrients"), fibromyalgia ("fibromyalgia"), hypertension ("high blood pressure") and sepsis ("sepsis"). The patient was treated with aripiprazole (abilify), duloxetine hydrochloride (cymbalta), etodolac, gabapentin, lorazepam and surgery (ablation, laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, uterine haemorrhage, genital haemorrhage, cholecystitis chronic, kidney infection, polyarthritis, neuropathy peripheral, cystitis, uterine enlargement, mood swings, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, anxiety, depression, rash, dysmenorrhoea, dyspareunia, fatigue, diarrhoea, alopecia, migraine, headache, nausea, allergy to metals, reproductive tract disorder, vaginal discharge, weight increased, ovarian cyst, pelvic fluid collection, constipation, haemorrhoids, anal fissure, biliary dyskinesia, vulvovaginal mycotic infection, vaginal infection, post procedural fever, urinary incontinence, palpitations, the last episode of vulvovaginal candidiasis, urticaria, skin striae, breast mass, malabsorption, fibromyalgia, osteoporosis, hypertension and sepsis outcome was unknown, the swelling face, arthralgia and abdominal distension was resolving and the last episode of pelvic pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anal fissure, anxiety, arthralgia, biliary dyskinesia, breast mass, cholecystitis chronic, constipation, cystitis, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, haemorrhoids, headache, hypertension, kidney infection, malabsorption, menorrhagia, migraine, mood swings, nausea, neuropathy peripheral, osteoporosis, ovarian cyst, palpitations, pelvic fluid collection, polyarthritis, post procedural fever, rash, reproductive tract disorder, sepsis, skin striae, swelling face, urinary incontinence, urinary tract infection, urticaria, uterine enlargement, uterine haemorrhage, uterine perforation, vaginal abscess, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight increased, the first episode of pelvic pain, the first episode of vulvovaginal candidiasis, the second episode of pelvic pain and the second episode of vulvovaginal candidiasis to be related to essure. The reporter commented: according to medical records: there was a normal follicle on the right ovary, there is no evidence of inflammation or perforation from the essure device during removal procedure. She underwent gallbladder removal surgery. Current weight: 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Computerised tomogram abdomen - on an unknown date: CT scan abdomen pelvis was obtained without oral or IV contrast there were no prior studies for comparison.; on (B)(6) 2017: CT the abdomen adn pelvis revealed ruc/ tenderness, intermittent crampy pain for 2 weeks. Unremarkable abdominal ultrasound. Gynaecological examination - on (B)(6) 2014: anteverted homogenous uterus , no discrete fibroids seen, endometrial lining measures 13.5mm, left ovary is normal in size and appearance, right ovary is normal and appearance, right ovary is large in size with a simple cyst measures 3.9 x 3-3 x4.3cm vascular flow is noted to both ovaries and no free fluid seen; on (B)(6) 2014: gynecological reports revealed that heterogeneous anteverted uterus endometrial cavity measures 7.2 mm with no increased vascularity the right ovary contains a 1.3 x .7 x .9cm cyst with some low level echoes. No increased vascularity. The left ovary contained a 1.1 x .9 x .8cm thick walled complex cyst with minimal peripheral vascularity. No adnexal masses or free fluid seen at this time.. Hysterosalpingogram - on (B)(6) 2014: hysterosalpingogram revealed normal uterine cavity identified, bilateral devices observed in fallopian tube demonstrating appropriate placement and satisfactory tubal occlusion noted tubes blocked.; on (B)(6) 2014: results: total bilateral occlusion.. Smear cervix - on an unknown date: results: abnormal. Ultrasound pelvis - on (B)(6) -2014: 1. Anteverted,homogeneous uterus, no discrete fibroids seen. A cystic space is seen in right cornua measuring 1.0 x 0.4 x 0.8 cm 2. Endometrial lining is ill-defined, consistent with ablation measuring 5.0 mm essure coils seen in expected locations 3. Right ovary is normal in size and appearance 4. Left ovary is large in size with two cysts seen (a) simple 2.5 x 2.0 x 2.0 cm (b) mildly echogenic with septations 2.1 x 2.0 x 2.0 cm 5. Trace of free fluid seen.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain,vaginal discharge, perforation, genital bleeding, rash and cystitis, pelvic pain, abdominal pain, acute uti, diarrhea, mesenteric adenitis, nausea lot # 894867 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation (other)"), device expulsion ("device had migrated to the uterus"), uterine haemorrhage ("hematometria / essure migrated to uterus and caused blood buildup/blood trapped in uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 894867) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding menstrual heavy, cramp in lower abdomen, anxiety, gravida ii, parity 2 ((B)(6) 2003 and (B)(6) 2008), vanishing twin syndrome, pap smear abnormal on (B)(6) 2016, colposcopy on (B)(6) 2016, loop electrosurgical excision procedure on (B)(6) 2016, acute upper respiratory tract infection, anxiety disorder, menarche and mammogram in 2008. Previously administered products included for an unreported indication: hydrocodone, fluoxetine, ibuprofen, lidocaine, oxycodone, polyethylene glycol, prozac, cephalexin and lorazepam. Past adverse reactions to the above products included hypersensitivity with hydrocodone. Concurrent conditions included ovarian cyst, body mass index normal, acute sinusitis, kidney pain, stress, uti and mesenteric adenitis. Concomitant products included benzodiazepine derivatives (benzodiazepine), docusate sodium (stool softener), fluoxetine hydrochloride (prozac), influenza vaccines, levofloxacin (levaquin) and metronidazole (flagyl). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced mood swings ("mood swings"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and diarrhoea ("diarrhea"). On (B)(6) 2014, 2 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and the first episode of pelvic pain ("pain"). In (B)(6) 2014, the patient experienced urinary tract infection ("uti/bladder or urinary problems or changes") and kidney infection ("kidney infection"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("bladder infections/bladder infection /bladder or urinary problems or changes"), uterine enlargement ("uterus enlarged"), the second episode of pelvic pain ("severe pain") and ovarian cyst ("ovarian cysts"). In 2016, the patient experienced rash ("rashes or skin conditions"). On (B)(6) 2016, the patient experienced vulvovaginal candidiasis ("thrush"). On (B)(6) 2017, the patient experienced constipation ("constipation"), haemorrhoids ("hemorrhoids") and anal fissure ("chronic anal fissure (left lateral internal sphincterotomy and excision of sentinel tags)"). On 16-nov-2017, the patient experienced biliary dyskinesia ("hyperdynamic biliary dyskinesla, chronic cholecystitis (laparoscopic cholecystectomy)") and cholecystitis chronic ("hyperdynamic biliary dyskinesla, chronic cholecystitis (laparoscopic cholecystectomy)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), reproductive tract disorder ("reproductive system disorder or condition"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), pelvic fluid collection ("fluid collection located within the pelvis area infection/absce ss at vaginal cuff") and vaginal abscess ("infection/absce ss at vaginal cuff"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy), surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy.), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, uterine haemorrhage, genital haemorrhage, cystitis, uterine enlargement, the last episode of pelvic pain, mood swings, menorrhagia, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, urinary tract infection, kidney infection, anxiety, depression, rash, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, diarrhoea, alopecia, migraine, headache, nausea, allergy to metals, reproductive tract disorder, vaginal discharge, weight increased, ovarian cyst, pelvic fluid collection, vulvovaginal candidiasis, constipation, haemorrhoids, anal fissure, biliary dyskinesia and cholecystitis chronic outcome was unknown. The reporter considered allergy to metals, alopecia, anal fissure, anxiety, biliary dyskinesia, blood disorder, cardiac disorder, cholecystitis chronic, constipation, cystitis, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhoids, headache, hypersensitivity, kidney infection, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic fluid collection, perforation, rash, reproductive tract disorder, urinary tract infection, uterine enlargement, uterine haemorrhage, vaginal abscess, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: according to medical records: there was a normal follicle on the right ovary, there is no evidence of inflammation or perforation from the essure device during removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. On (B)(6) 2014, gynecological reports revealed anteverted homogenous uterus , no discrete fibroids seen, endometrial lining measures 13.5mm, left ovary is normal in size and appearance, right ovary is normal and appearance, right ovary is large in size with a simple cyst measures 3.9 x 3-3 x4.3cm vascular flow is noted to both ovaries and no free fluid seen on an unspecified date, ultrasound pelvic endo vaginally revealed 1. Anteverted,homogeneous uterus, no discrete fibroids seen. A cystic space is seen in right cornua measuring 1.0 x 0.4 x 0.8 cm 2. Endometrial lining is ill-defined, consistent with ablation measuring 5.0 mm essure coils seen in expected locations 3. Right ovary is normal in size and appearance 4. Left ovary is large in size with two cysts seen (a) simple 2.5 x 2.0 x 2.0 cm (b) mildly echogenic with septations 2.1 x 2.0 x 2.0 cm 5. Trace of free fluid seen. On (B)(6) 2014, gynecological reports revealed that heterogeneous anteverted uterus endometrial cavity measures 7.2 mm with no increased vascularity the right ovary contains a 1.3 x .7 x .9cm cyst with some low level echoes. No increased vascularity. The left ovary contained a 1.1 x .9 x .8cm thick walled complex cyst with minimal peripheral vascularity. No adnexal masses or free fluid seen at this time. On (B)(6) 2014, hysterosalpingogram revealed normal uterine cavity identified, bilateral devices observed in fallopian tube demonstrating appropriate placement and satisfactory tubal occlusion noted tubes blocked. On (B)(6) 2014, pathology test revealed diagnosis-eedometrium (biopsies) fragments of nonophasic endometrium associated with stromal features consistent with exogenous hormone effect. No inflammatory infiltrate identified. Negative for endometrial hyperplasia and malignant neoplasm. On (B)(6) 2016, pathology test revealed uterus with bilateral fallopian tubes (hysterectomy, bilateral salpingectomy): features suggestive of endometrial ablation.unremarkable cervix. Unremarkable right and left fallopian tubes. Gross description: received in formalin is a hysterectomy, bilateral salpingectomy specimen. The uterus has a defect continuous with the uterine cavity measuring 4 cm in maximum dimension. Additionally received is a complimentary portion of uterus consistent with having been removed from the main specimen. The uterus has a combined weight of 860 grams. The serosal surfaces are tan and smooth. The exocervix measures 2.5 cm in diameter and has a tan smooth mucosa and central 0.8 cm in maximum dimension oval cervical os. Opening the specimen reveals a uterine cavity measuring 1 x 2 cm. The endocervix measures 3 cm in length and shows no discrete lesions. The myometrium measures up to 1.6 cm in thickness and shows no discrete lesions. The portion of endometrium associated with the removed portion of uterus is also tan and smooth and no myometrial lesions are identified. The right fallopian tube measures 5 x 0.4 cm and has a smooth external surface and fimbriated end. The left fallopian tube measures 5 x oa cm and has a smooth external surface and fimbriated end. Representative sections submitted as follows: al) anterior endocervix; a2) posterior endocervix; a3-a5) anterior uterine corpus; a6-a8) posterior uterine corpus; a9) right fallopian tube; a10) left fallopian tube. Gc/db CT abdomen and pelvis revealed abscess at the apex of thevaginal cuff. On (B)(6) 2016, summary reports revealed discharge diagnosis-1. Enterococcus fecalis pelvic abscess. Postprocedure s/p recent hysterectomy on 9/9/16 s/p ir drainage, transaminitis likely secondary to penicillin¿s, improving diarrhea, negative for c difficile. On (B)(6) 2017, CT the abdomen adn pelvis revealed ruc/ tenderness, intermittent crampy pain for 2 weeks. Unremarkable abdominal ultrasound. On (B)(6) 2017, radiology report revealed following administration of radiotracer, dynamic imaging of the liver was performed. There is uniform radiotracer activity noted in the liver. Activity is identified within the biliary passages with ()pacification of gallbladder. Subsequently, activity is also noted within the small bowel loops. Following administration of cck, the estimated ejection fraction is 93 v. (Normal 50%), impression: no evidence for cystic duct obstruction. Estimated gallbladder ejection fraction 93% which is normal. On (B)(6) 2017, pathology test revealed gallbladder, cholecystectomy.hyperdynamic biliary dyskinesia.gross description: received is a previously opened gallbladder measuring 6.5 cm x 2.5 cm. The serosa is greenish tan, smooth and glistening. The hepatic bed is opened along the tail but is otherwise unremarkable. No discrete stones are identified within the gallbladder lumen or in the specimen container. The mucosa is a mottled reddish green and velvety. The delicate lumen wall is up to 4 mm in thickness, 14o other discrete lesions are identified. Representative sections are submitted in al. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain,vaginal discharge, perforation, genital bleeding, rash and cystitis. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: new events added- mood swings, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), kidney infection, uti/bladder or urinary problems or changes, anxiety, depression, rashes or skin conditions, bladder infection /bladder or urinary problems or changes, blood or heart disorder/condition, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, diarrhea, hair loss, migraines, headaches, nausea, nickel allergy, pain, reproductive system disorder or condition, vaginal discharge, ovarian cysts, weight gain, hematometria, fluid collection located within the pelvis area infection/abscess at vaginal cuff, infection/absce ss at vaginal cuff, blood trapped in uterus, uterus enlarged, thrush, constipation, hemorrhoids, chronic anal fissure (left lateral internal sphincterotomy and excision of sentinel tags), hyperdynamic biliary dyskinesla, chronic cholecystitis. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation (other)"), device expulsion ("device had migrated to the uterus"), uterine haemorrhage ("hematometria (fluid collection located within the pelvis area) / essure migrated to uterus and caused blood buildup/blood trapped in uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 894867) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding menstrual heavy, cramp in lower abdomen, anxiety, gravida ii, parity 2 (31dec2003 and 26oct2008), vanishing twin syndrome, pap smear abnormal on 6-jul-2016, colposcopy on 6-jul-2016, loop electrosurgical excision procedure on 6-jul-2016, acute upper respiratory tract infection, anxiety disorder, menarche, mammogram in 2008, bleeding (vaginal, menorrhagia, general), dysmenorrhea, ovarian cyst and anxiety. Previously administered products included for an unreported indication: hydrocodone, fluoxetine, ibuprofen, prozac, lorazepam, oxycodone, polyethylene glycol, cephalexin and lidocaine. Past adverse reactions to the above products included hypersensitivity with hydrocodone. Concurrent conditions included ovarian cyst, body mass index normal, acute sinusitis, kidney pain, stress, uti, mesenteric adenitis, biliary dyskinesia, cholecystitis, abdominal infection, intra-abdominal abscess and biliary dyskinesia. Concomitant products included benzodiazepine derivatives (benzodiazepine), cefalexin (keflex), docusate sodium (stool softener), fluoxetine, fluoxetine hydrochloride (prozac), ibuprofen, influenza vaccines, levofloxacin (levaquin), lidocaine, macrogol 3350 (miralax), metronidazole (flagyl) and oxycodone. In 2014, the patient experienced mood swings ("mood swings"), hypersensitivity ("allergic or hypersensitivity reaction: unspecified"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), blood disorder ("blood or heart disorder/condition"), dyspareunia ("dyspareunia (painful sexual intercourse)") and diarrhoea ("diarrhea"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 2 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and the first episode of pelvic pain ("pain"). In august 2014, the patient experienced cystitis ("bladder infections/bladder infection /bladder or urinary problems or changes"), urinary tract infection ("uti/bladder or urinary problems or changes") and kidney infection ("kidney infection"). In september 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In june 2015, the patient experienced nausea ("nausea"). In march 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), uterine enlargement ("uterus enlarged"), the second episode of pelvic pain ("severe pain") and ovarian cyst ("ovarian cysts"). In 2016, the patient experienced rash ("rashes or skin conditions: unspecified") and arthralgia ("pain in joints"). In september 2016, the patient experienced pelvic fluid collection ("fluid collection located within the pelvis area infection/absce ss at vaginal cuff"), vaginal abscess ("infection/absce ss at vaginal cuff") and vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced vulvovaginal candidiasis ("thrush"). On (B)(6) 2017, the patient experienced constipation ("constipation") and haemorrhoids ("hemorrhoids"). On (B)(6) 2017, the patient experienced anal fissure ("chronic anal fissure (left lateral internal sphincterotomy and excision of sentinel tags)"). On (B)(6) 2017, the patient experienced biliary dyskinesia ("hyperdynamic biliary dyskinesla, chronic cholecystitis (laparoscopic cholecystectomy)") and cholecystitis chronic ("hyperdynamic biliary dyskinesla, chronic cholecystitis (laparoscopic cholecystectomy)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), cardiac disorder ("blood or heart disorder/condition"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), reproductive tract disorder ("reproductive system disorder or condition"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), vulvovaginal mycotic infection ("yeast infection"), abdominal pain ("abdominal pain") and abdominal pain lower ("right lower quadrant radiating to back"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy), surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy.), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, uterine haemorrhage, genital haemorrhage, cystitis, uterine enlargement, the last episode of pelvic pain, mood swings, menorrhagia, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, urinary tract infection, kidney infection, anxiety, depression, rash, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, diarrhoea, alopecia, migraine, headache, nausea, allergy to metals, reproductive tract disorder, vaginal discharge, weight increased, ovarian cyst, pelvic fluid collection, vulvovaginal candidiasis, constipation, haemorrhoids, anal fissure, biliary dyskinesia, cholecystitis chronic, vulvovaginal mycotic infection, abdominal pain, abdominal pain lower, arthralgia and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anal fissure, anxiety, arthralgia, biliary dyskinesia, blood disorder, cardiac disorder, cholecystitis chronic, constipation, cystitis, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhoids, headache, hypersensitivity, kidney infection, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic fluid collection, perforation, rash, reproductive tract disorder, urinary tract infection, uterine enlargement, uterine haemorrhage, vaginal abscess, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, vulvovaginal mycotic infection, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: according to medical records: there was a normal follicle on the right ovary, there is no evidence of inflammation or perforation from the essure device during removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on 21-nov-2014: total bilateral occlusion. Smear cervix - on an unknown date: abnormal on 22apr2014, gynecological reports revealed anteverted homogenous uterus , no discrete fibroids seen, endometrial lining measures 13.5mm, left ovary is normal in size and appearance, right ovary is normal and appearance, right ovary is large in size with a simple cyst measures 3.9 x 3-3 x4.3cm vascular flow is noted to both ovaries and no free fluid seen on an unspecified date, ultrasound pelvic endo vaginally revealed 1. Anteverted,homogeneous uterus, no discrete fibroids seen. A cystic space is seen in right cornua measuring 1.0 x 0.4 x 0.8 cm 2. Endometrial lining is ill-defined, consistent with ablation measuring 5.0 mm essure coils seen in expected locations 3. Right ovary is normal in size and appearance 4. Left ovary is large in size with two cysts seen (a) simple 2.5 x 2.0 x 2.0 cm (b) mildly echogenic with septations 2.1 x 2.0 x 2.0 cm 5. Trace of free fluid seen. On 05-aug-2014, gynecological reports revealed that heterogeneous anteverted uterus endometrial cavity measures 7.2 mm with no increased vascularity the right ovary contains a 1.3 x .7 x .9cm cyst with some low level echoes. No increased vascularity. The left ovary contained a 1.1 x .9 x .8cm thick walled complex cyst with minimal peripheral vascularity. No adnexal masses or free fluid seen at this time. On 13-aug-2014, hysterosalpingogram revealed normal uterine cavity identified, bilateral devices observed in fallopian tube demonstrating appropriate placement and satisfactory tubal occlusion noted tubes blocked. On 13-aug-2014, pathology test revealed diagnosis-eedometrium (biopsies) fragments of nonophasic endometrium associated with stromal features consistent with exogenous hormone effect. No inflammatory infiltrate identified. Negative for endometrial hyperplasia and malignant neoplasm. On 09-sep-2016, pathology test revealed uterus with bilateral fallopian tubes (hysterectomy, bilateral salpingectomy): features suggestive of endometrial ablation.unremarkable cervix. Unremarkable right and left fallopian tubes. Gross description: received in formalin is a hysterectomy, bilateral salpingectomy specimen. The uterus has a defect continuous with the uterine cavity measuring 4 cm in maximum dimension. Additionally received is a complimentary portion of uterus consistent with having been removed from the main specimen. The uterus has a combined weight of 860 grams. The serosal surfaces are tan and smooth. The exocervix measures 2.5 cm in diameter and has a tan smooth mucosa and central 0.8 cm in maximum dimension oval cervical os. Opening the specimen reveals a uterine cavity measuring 1 x 2 cm. The endocervix measures 3 cm in length and shows no discrete lesions. The myometrium measures up to 1.6 cm in thickness and shows no discrete lesions. The portion of endometrium associated with the removed portion of uterus is also tan and smooth and no myometrial lesions are identified. The right fallopian tube measures 5 x 0.4 cm and has a smooth external surface and fimbriated end. The left fallopian tube measures 5 x oa cm and has a smooth external surface and fimbriated end. Representative sections submitted as follows: al) anterior endocervix; a2) posterior endocervix; a3-a5) anterior uterine corpus; a6-a8) posterior uterine corpus; a9) right fallopian tube; a10) left fallopian tube. Gc/db CT abdomen and pelvis revealed abscess at the apex of thevaginal cuff. On 06-oct-2016, summary reports revealed discharge diagnosis-1. Enterococcus fecalis pelvic abscess. Postprocedure s/p recent hysterectomy on 9/9/16 s/p ir drainage, transaminitis likely secondary to penicillin¿s, improving diarrhea, negative for c difficile. On 25-oct-2017, CT the abdomen adn pelvis revealed ruc/ tenderness, intermittent crampy pain for 2 weeks. Unremarkable abdominal ultrasound. On 08-nov-2017, radiology report revealed following administration of radiotracer, dynamic imaging of the liver was performed. There is uniform radiotracer activity noted in the liver. Activity is identified within the biliary passages with ()pacification of gallbladder. Subsequently, activity is also noted within the small bowel loops. Following administration of cck, the estimated ejection fraction is 93 v. (Normal 50%), impression: no evidence for cystic duct obstruction. Estimated gallbladder ejection fraction 93% which is normal. On 20-nov-2017, pathology test revealed gallbladder, cholecystectomy.hyperdynamic biliary dyskinesia.gross description: received is a previously opened gallbladder measuring 6.5 cm x 2.5 cm. The serosa is greenish tan, smooth and glistening. The hepatic bed is opened along the tail but is otherwise unremarkable. No discrete stones are identified within the gallbladder lumen or in the specimen container. The mucosa is a mottled reddish green and velvety. The delicate lumen wall is up to 4 mm in thickness, 14o other discrete lesions are identified. Representative sections are submitted in al. CT scan abdomen pelvis was obtained without oral or IV contrast there were no prior studies for comparison. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain,vaginal discharge, perforation, genital bleeding, rash and cystitis, pelvic pain, abdominal pain, acute uti, diarrhea, mesenteric adenitis, nausea . Most recent follow-up information incorporated above includes: on 6-apr-2018: the reporter information was added. Lab data was added. Concurrent condition was added. Her concomitant medication was added. Following events: yeast infection, abdominal pain, right lower quadrant radiating to back, diarrhea, pain in joints and vaginal infection were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation (other)"), device expulsion ("device had migrated to the uterus"), uterine haemorrhage ("hematometria (fluid collection located within the pelvis area) / essure migrated to uterus and caused blood buildup/blood trapped in uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 894867) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding menstrual heavy, cramp in lower abdomen, anxiety, gravida ii, parity 2 ((B)(6) 2003 and (B)(6) 2008), vanishing twin syndrome, pap smear abnormal on (B)(6) 2016, colposcopy on (B)(6) 2016, loop electrosurgical excision procedure on (B)(6) 2016, acute upper respiratory tract infection, anxiety disorder, menarche, mammogram in 2008, haemorrhage nos (vaginal, menorrhagia, general), menstrual cramps, ovarian cyst and anxiety. Previously administered products included for an unreported indication: hydrocodone, fluoxetine, ibuprofen, lidocaine, oxycodone, polyethylene glycol, prozac, cephalexin and lorazepam. Past adverse reactions to the above products included hypersensitivity with hydrocodone. Concurrent conditions included ovarian cyst, body mass index normal, acute sinusitis, kidney pain, stress, uti, mesenteric adenitis, biliary dyskinesia, cholecystitis, abdominal infection, intra-abdominal abscess and biliary dyskinesia. Concomitant products included benzodiazepine derivatives (benzodiazepine), cefalexin (keflex), docusate sodium (stool softener), fluoxetine, fluoxetine hydrochloride (prozac), ibuprofen, influenza vaccines, levofloxacin (levaquin), lidocaine, macrogol 3350 (miralax), metronidazole (flagyl) and oxycodone. In 2014, the patient experienced mood swings ("mood swings"), hypersensitivity ("allergic or hypersensitivity reaction: unspecified"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), blood disorder ("blood or heart disorder/condition"), dyspareunia ("dyspareunia (painful sexual intercourse)") and diarrhoea ("diarrhea"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 2 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and the first episode of pelvic pain ("pain"). In (B)(6) 2014, the patient experienced cystitis ("bladder infections/bladder infection /bladder or urinary problems or changes"), urinary tract infection ("uti/bladder or urinary problems or changes") and kidney infection ("kidney infection"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), uterine enlargement ("uterus enlarged"), the second episode of pelvic pain ("severe pain") and ovarian cyst ("ovarian cysts"). In 2016, the patient experienced rash ("rashes or skin conditions: unspecified") and arthralgia ("pain in joints"). In (B)(6) 2016, the patient experienced pelvic fluid collection ("fluid collection located within the pelvis area infection/absce ss at vaginal cuff"), vaginal abscess ("infection/absce ss at vaginal cuff") and vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced vulvovaginal candidiasis ("thrush"). On (B)(6) 2017, the patient experienced constipation ("constipation") and haemorrhoids ("hemorrhoids"). On (B)(6) 2017, the patient experienced anal fissure ("chronic anal fissure (left lateral internal sphincterotomy and excision of sentinel tags)"). On (B)(6) 2017, the patient experienced biliary dyskinesia ("hyperdynamic biliary dyskinesla, chronic cholecystitis (laparoscopic cholecystectomy)") and cholecystitis chronic ("hyperdynamic biliary dyskinesla, chronic cholecystitis (laparoscopic cholecystectomy)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), cardiac disorder ("blood or heart disorder/condition"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), reproductive tract disorder ("reproductive system disorder or condition"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), vulvovaginal mycotic infection ("yeast infection"), abdominal pain ("abdominal pain") and abdominal pain lower ("right lower quadrant radiating to back"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy), surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy.), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, uterine haemorrhage, genital haemorrhage, cystitis, uterine enlargement, the last episode of pelvic pain, mood swings, menorrhagia, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, urinary tract infection, kidney infection, anxiety, depression, rash, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, diarrhoea, alopecia, migraine, headache, nausea, allergy to metals, reproductive tract disorder, vaginal discharge, weight increased, ovarian cyst, pelvic fluid collection, vulvovaginal candidiasis, constipation, haemorrhoids, anal fissure, biliary dyskinesia, cholecystitis chronic, vulvovaginal mycotic infection, abdominal pain, abdominal pain lower, arthralgia and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anal fissure, anxiety, arthralgia, biliary dyskinesia, blood disorder, cardiac disorder, cholecystitis chronic, constipation, cystitis, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhoids, headache, hypersensitivity, kidney infection, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic fluid collection, perforation, rash, reproductive tract disorder, urinary tract infection, uterine enlargement, uterine haemorrhage, vaginal abscess, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, vulvovaginal mycotic infection, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: according to medical records: there was a normal follicle on the right ovary, there is no evidence of inflammation or perforation from the essure device during removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Smear cervix - on an unknown date: abnormal. On (B)(6) 2014, gynecological reports revealed anteverted homogenous uterus , no discrete fibroids seen, endometrial lining measures 13.5mm, left ovary is normal in size and appearance, right ovary is normal and appearance, right ovary is large in size with a simple cyst measures 3.9 x 3-3 x4.3cm vascular flow is noted to both ovaries and no free fluid seen. On an unspecified date, ultrasound pelvic endo vaginally revealed 1. Anteverted,homogeneous uterus, no discrete fibroids seen. A cystic space is seen in right cornua measuring 1.0 x 0.4 x 0.8 cm 2. Endometrial lining is ill-defined, consistent with ablation measuring 5.0 mm essure coils seen in expected locations 3. Right ovary is normal in size and appearance 4. Left ovary is large in size with two cysts seen (a) simple 2.5 x 2.0 x 2.0 cm (b) mildly echogenic with septations 2.1 x 2.0 x 2.0 cm 5. Trace of free fluid seen. On (B)(6) 2014, gynecological reports revealed that heterogeneous anteverted uterus endometrial cavity measures 7.2 mm with no increased vascularity the right ovary contains a 1.3 x .7 x .9cm. Cyst with some low level echoes. No increased vascularity. The left ovary contained a 1.1 x .9 x .8cm thick walled complex cyst with minimal peripheral vascularity. No adnexal masses or free fluid seen at this time. On (B)(6) 2014, hysterosalpingogram revealed normal uterine cavity identified, bilateral devices observed in fallopian tube demonstrating appropriate placement and satisfactory tubal occlusion noted tubes blocked. On (B)(6) 2014, pathology test revealed diagnosis-eedometrium (biopsies) fragments of nonophasic endometrium associated with stromal features consistent with exogenous hormone effect. No inflammatory infiltrate identified. Negative for endometrial hyperplasia and malignant neoplasm. On (B)(6) 2016, pathology test revealed uterus with bilateral fallopian tubes (hysterectomy, bilateral salpingectomy): features suggestive of endometrial ablation. Unremarkable cervix. Unremarkable right and left fallopian tubes. Gross description: received in formalin is a hysterectomy, bilateral salpingectomy specimen. The uterus has a defect continuous with the uterine cavity measuring 4 cm in maximum dimension. Additionally received is a complimentary portion of uterus consistent with having been removed from the main specimen. The uterus has a combined weight of 860 grams. The serosal surfaces are tan and smooth. The exocervix measures 2.5 cm in diameter and has a tan smooth mucosa and central 0.8 cm in maximum dimension oval cervical os. Opening the specimen reveals a uterine cavity measuring 1 x 2 cm. The endocervix measures 3 cm in length and shows no discrete lesions. The myometrium measures up to 1.6 cm in thickness and shows no discrete lesions. The portion of endometrium associated with the removed portion of uterus is also tan and smooth and no myometrial lesions are identified. The right fallopian tube measures 5 x 0.4 cm and has a smooth external surface and fimbriated end. The left fallopian tube measures 5 x oa cm and has a smooth external surface and fimbriated end. Representative sections submitted as follows: al) anterior endocervix; a2) posterior endocervix; a3-a5) anterior uterine corpus; a6-a8) posterior uterine corpus; a9) right fallopian tube; a10) left fallopian tube. Gc/db CT abdomen and pelvis revealed abscess at the apex of the vaginal cuff. On (B)(6) 2016, summary reports revealed discharge diagnosis-1. Enterococcus fecalis pelvic abscess. Postprocedure s/p recent hysterectomy on 9/9/16 s/p ir drainage, transaminitis likely secondary to penicillin¿s, improving diarrhea, negative for c difficile. On (B)(6) 2017, CT the abdomen adn pelvis revealed ruc/ tenderness, intermittent crampy pain for 2 weeks. Unremarkable abdominal ultrasound. On (B)(6) 2017, radiology report revealed following administration of radiotracer, dynamic imaging of the liver was performed. There is uniform radiotracer activity noted in the liver. Activity is identified within the biliary passages with ()pacification of gallbladder. Subsequently, activity is also noted within the small bowel loops. Following administration of cck, the estimated ejection fraction is 93 v. (Normal 50%), impression: no evidence for cystic duct obstruction. Estimated gallbladder ejection fraction 93% which is normal. On (B)(6) 2017, pathology test revealed gallbladder, cholecystectomy. Hyperdynamic biliary dyskinesia. Gross description: received is a previously opened gallbladder measuring 6.5 cm x 2.5 cm. The serosa is greenish tan, smooth and glistening. The hepatic bed is opened along the tail but is otherwise unremarkable. No discrete stones are identified within the gallbladder lumen or in the specimen container. The mucosa is a mottled reddish green and velvety. The delicate lumen wall is up to 4 mm in thickness, 14o other discrete lesions are identified. Representative sections are submitted in al. CT scan abdomen pelvis was obtained without oral or IV contrast there were no prior studies for comparison. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain,vaginal discharge, perforation, genital bleeding, rash and cystitis, pelvic pain, abdominal pain, acute uti, diarrhea, mesenteric adenitis, nausea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received:- event outcome for event pelvic pain updated from unknown to recoverd/resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation (other)"), device expulsion ("device had migrated to the uterus"), uterine haemorrhage ("hematometria (fluid collection located within the pelvis area) / essure migrated to uterus and caused blood buildup/blood trapped in uterus"), genital haemorrhage ("abnormal bleeding (general)"), kidney infection ("kidney infection") and cholecystitis chronic ("hyperdynamic biliary dyskinesla, chronic cholecystitis (laparoscopic cholecystectomy)") in a 37-year-old female patient who had essure (batch no. 894867) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding menstrual heavy, cramp in lower abdomen, anxiety, gravida ii, parity 2 ((B)(6) 2003 and (B)(6) 2008), vanishing twin syndrome, pap smear abnormal on (B)(6) 2016, colposcopy on (B)(6) 2016, loop electrosurgical excision procedure on (B)(6) 2016, acute upper respiratory tract infection, anxiety disorder, menarche, mammogram in 2008, haemorrhage nos (vaginal, menorrhagia, general), menstrual cramps, ovarian cyst and anxiety. Previously administered products included for an unreported indication: hydrocodone, fluoxetine, ibuprofen, lidocaine, oxycodone, polyethylene glycol, prozac, cephalexin and lorazepam. Past adverse reactions to the above products included hypersensitivity with hydrocodone. Concurrent conditions included ovarian cyst, body mass index normal, acute sinusitis, kidney pain, stress, uti, mesenteric adenitis, biliary dyskinesia, cholecystitis, abdominal infection, intra-abdominal abscess and biliary dyskinesia. Concomitant products included benzodiazepine derivatives (benzodiazepine), cefalexin (keflex), docusate sodium (stool softener), fluoxetine, fluoxetine hydrochloride (prozac), ibuprofen, influenza vaccines, levofloxacin (levaquin), lidocaine, macrogol 3350 (miralax), metronidazole (flagyl) and oxycodone. In 2014, the patient experienced mood swings ("mood swings"), swelling face ("allergic or hypersensitivity reaction: unspecified/my face was cherry red and swollen and hot/swelling"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia started at 6 weeks after implant"), anxiety ("anxiety"), depression ("depression"), blood disorder ("blood or heart disorder/condition"), dyspareunia ("dyspareunia (painful sexual intercourse)"), diarrhoea ("diarrhea") and urticaria ("hives"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced vaginal discharge ("vaginal discharge"), palpitations ("heart palpitations/phantom heartbeat") and abdominal distension ("bloating"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of pelvic pain ("severe pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea"), fatigue ("fatigue") and the second episode of pelvic pain ("pain"). In (B)(6) 2014, the patient experienced cystitis ("bladder infections/bladder infection /bladder or urinary problems or changes"), urinary tract infection ("uti/bladder or urinary problems or changes"), kidney infection (seriousness criterion medically significant), weight increased ("weight gain - I looked 9 months pregnant in my stomach and face. I gained about 25-30 pounds."), ovarian cyst ("ovarian cysts"), urinary incontinence ("leakage/incontinence") and skin striae ("I got stretch marks"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and uterine enlargement ("uterus enlarged"). In 2016, the patient experienced rash ("rashes or skin conditions: unspecified") and arthralgia ("pain in joints"). In (B)(6) 2016, the patient experienced pelvic fluid collection ("fluid collection located within the pelvis area infection/absce ss at vaginal cuff"), vaginal abscess ("infection/absce ss at vaginal cuff") and vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced the first episode of vulvovaginal candidiasis ("thrush"). In (B)(6) 2017, the patient experienced breast mass ("golf ball sized lump removed from breast"). On (B)(6) 2017, the patient experienced constipation ("constipation") and haemorrhoids ("hemorrhoids"). On (B)(6) 2017, the patient experienced anal fissure ("chronic anal fissure (left lateral internal sphincterotomy and excision of sentinel tags)"). On (B)(6) 2017, the patient experienced biliary dyskinesia ("hyperdynamic biliary dyskinesla, chronic cholecystitis (laparoscopic cholecystectomy)") and cholecystitis chronic (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), cardiac disorder ("blood or heart disorder/condition"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), reproductive tract disorder ("reproductive system disorder or condition"), vulvovaginal mycotic infection ("yeast infection"), abdominal pain ("abdominal pain"), abdominal pain lower ("right lower quadrant radiating to back"), pyrexia ("I had a fever immediately after implant"), the second episode of vulvovaginal candidiasis ("thrush") and nutritional condition abnormal ("malabsorption of nutrients"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy), surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy.), surgery (ablation), surgery (ablation) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, uterine haemorrhage, genital haemorrhage, cystitis, uterine enlargement, mood swings, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, kidney infection, anxiety, depression, rash, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, diarrhoea, alopecia, migraine, headache, nausea, allergy to metals, reproductive tract disorder, vaginal discharge, weight increased, ovarian cyst, pelvic fluid collection, constipation, haemorrhoids, anal fissure, biliary dyskinesia, cholecystitis chronic, vulvovaginal mycotic infection, arthralgia, vaginal infection, pyrexia, urinary incontinence, palpitations, the last episode of vulvovaginal candidiasis, urticaria, skin striae, breast mass and nutritional condition abnormal outcome was unknown, the swelling face and abdominal distension was resolving and the last episode of pelvic pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anal fissure, anxiety, arthralgia, biliary dyskinesia, blood disorder, breast mass, cardiac disorder, cholecystitis chronic, constipation, cystitis, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhoids, headache, kidney infection, menorrhagia, migraine, mood swings, nausea, nutritional condition abnormal, ovarian cyst, palpitations, pelvic fluid collection, perforation, pyrexia, rash, reproductive tract disorder, skin striae, swelling face, urinary incontinence, urinary tract infection, urticaria, uterine enlargement, uterine haemorrhage, vaginal abscess, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight increased, the first episode of pelvic pain, the first episode of vulvovaginal candidiasis, the second episode of pelvic pain and the second episode of vulvovaginal candidiasis to be related to essure. The reporter commented: according to medical records: there was a normal follicle on the right ovary, there is no evidence of inflammation or perforation from the essure device during removal procedure. She underwent gallbladder removal surgery. Current weight: 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Smear cervix - on an unknown date: abnormal on (B)(6) 2014, gynecological reports revealed anteverted homogenous uterus , no discrete fibroids seen, endometrial lining measures 13.5mm, left ovary is normal in size and appearance, right ovary is normal and appearance, right ovary is large in size with a simple cyst measures 3.9 x 3-3 x4.3cm vascular flow is noted to both ovaries and no free fluid seen on an unspecified date, ultrasound pelvic endo vaginally revealed 1. Anteverted,homogeneous uterus, no discrete fibroids seen. A cystic space is seen in right cornua measuring 1.0 x 0.4 x 0.8 cm 2. Endometrial lining is ill-defined, consistent with ablation measuring 5.0 mm essure coils seen in expected locations 3. Right ovary is normal in size and appearance 4. Left ovary is large in size with two cysts seen (a) simple 2.5 x 2.0 x 2.0 cm (b) mildly echogenic with septations 2.1 x 2.0 x 2.0 cm 5. Trace of free fluid seen. On (B)(6) 2014, gynecological reports revealed that heterogeneous anteverted uterus endometrial cavity measures 7.2 mm with no increased vascularity the right ovary contains a 1.3 x .7 x .9cm cyst with some low level echoes. No increased vascularity. The left ovary contained a 1.1 x .9 x .8cm thick walled complex cyst with minimal peripheral vascularity. No adnexal masses or free fluid seen at this time. On (B)(6) 2014, hysterosalpingogram revealed normal uterine cavity identified, bilateral devices observed in fallopian tube demonstrating appropriate placement and satisfactory tubal occlusion noted tubes blocked. On (B)(6) 2014, pathology test revealed diagnosis-eedometrium (biopsies) fragments of nonophasic endometrium associated with stromal features consistent with exogenous hormone effect. No inflammatory infiltrate identified. Negative for endometrial hyperplasia and malignant neoplasm. On (B)(6) 2016, pathology test revealed uterus with bilateral fallopian tubes (hysterectomy, bilateral salpingectomy): features suggestive of endometrial ablation.unremarkable cervix. Unremarkable right and left fallopian tubes. Gross description: received in formalin is a hysterectomy, bilateral salpingectomy specimen. The uterus has a defect continuous with the uterine cavity measuring 4 cm in maximum dimension. Additionally received is a complimentary portion of uterus consistent with having been removed from the main specimen. The uterus has a combined weight of 860 grams. The serosal surfaces are tan and smooth. The exocervix measures 2.5 cm in diameter and has a tan smooth mucosa and central 0.8 cm in maximum dimension oval cervical os. Opening the specimen reveals a uterine cavity measuring 1 x 2 cm. The endocervix measures 3 cm in length and shows no discrete lesions. The myometrium measures up to 1.6 cm in thickness and shows no discrete lesions. The portion of endometrium associated with the removed portion of uterus is also tan and smooth and no myometrial lesions are identified. The right fallopian tube measures 5 x 0.4 cm and has a smooth external surface and fimbriated end. The left fallopian tube measures 5 x oa cm and has a smooth external surface and fimbriated end. Representative sections submitted as follows: al) anterior endocervix; a2) posterior endocervix; a3-a5) anterior uterine corpus; a6-a8) posterior uterine corpus; a9) right fallopian tube; a10) left fallopian tube. Gc/db CT abdomen and pelvis revealed abscess at the apex of thevaginal cuff. On (B)(6) 2016, summary reports revealed discharge diagnosis-1. Enterococcus fecalis pelvic abscess. Postprocedure s/p recent hysterectomy on 9/9/16 s/p ir drainage, transaminitis likely secondary to penicillin¿s, improving diarrhea, negative for c difficile. On (B)(6) 2017, CT the abdomen adn pelvis revealed ruc/ tenderness, intermittent crampy pain for 2 weeks. Unremarkable abdominal ultrasound. On (B)(6) 2017, radiology report revealed following administration of radiotracer, dynamic imaging of the liver was performed. There is uniform radiotracer activity noted in the liver. Activity is identified within the biliary passages with ()pacification of gallbladder. Subsequently, activity is also noted within the small bowel loops. Following administration of cck, the estimated ejection fraction is 93 v. (Normal 50%), impression: no evidence for cystic duct obstruction. Estimated gallbladder ejection fraction 93% which is normal. On (B)(6) 2017, pathology test revealed gallbladder, cholecystectomy.hyperdynamic biliary dyskinesia.gross description: received is a previously opened gallbladder measuring 6.5 cm x 2.5 cm. The serosa is greenish tan, smooth and glistening. The hepatic bed is opened along the tail but is otherwise unremarkable. No discrete stones are identified within the gallbladder lumen or in the specimen container. The mucosa is a mottled reddish green and velvety. The delicate lumen wall is up to 4 mm in thickness, 14o other discrete lesions are identified. Representative sections are submitted in al. CT scan abdomen pelvis was obtained without oral or IV contrast there were no prior studies for comparison. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain,vaginal discharge, perforation, genital bleeding, rash and cystitis, pelvic pain, abdominal pain, acute uti, diarrhea, mesenteric adenitis, nausea most recent follow-up information incorporated above includes: on 29-jun-2018: pfs received. Reporter's information were updated. Events added: nutritional condition abnormal, incontinence, breast lump, stretch marks, fever, heart palpitations, thrush, hives, bloating. Preferred term of allergic or hypersensitivity reaction was updated from hypersensitivity to swelling face. Outcome of following events were updated from unknown to recovering/resolving: bloating, swelling and abdominal pain, lower abdominal pain to recovered / resreolved. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.